Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer¿s current blood glucose level was 142 mg/dl. Troubleshooting was done for no delivery alarm and the insulin exited. The customer was advised that issue was resolved by changing reservoir. The reservoir will not be returned for analysis.